Manufacturer narrative:
This is one event (cardiovascular) of two events reported on the same patient involving three separate products; associated mdrs: 1225714-2014-00803, 1225714-2014-00804, 2937457-2014-01236,1225714-2014-00805, 1225714-2014-00806 and 2937457-2014-01237.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011 and subsequently expired on (B)(6) 2011, after the use of the product.